Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. The customer advised physio-control that the device unexpectedly powered off when a third-party modem cable was connected to it. Based on the available information, it is reasonable to conclude that the likely cause of the reported issue was the modem cable. The modem cable was not returned to physio-control for evaluation. The customer advised physio that the modem cable has been removed from service.

Event description:
The customer contacted physio-control to report that their device powered off when conducting cardiac monitoring of a patient. A backup device was available for use with minimal delay. There were no adverse effects to the patient due to the reported issue.